Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic') in an adult female patient who had essure (batch no. 685786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring and yaz. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (tubal reversal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, weight increased and fatigue had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: chronic pain/pelvic, dysmenorrhea, abdominal pain,bleeding: general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 685786, manufacturing date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic') in an adult female patient who had essure (batch no. 685786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring and yaz. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (tubal reversal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, weight increased and fatigue had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: chronic pain/pelvic, dysmenorrhea, abdominal pain,bleeding: general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-apr-2020: pfs received : lot number and historical drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain/pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea(cramping)"), abdominal pain ("abdominal pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, weight increased and fatigue had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: chronic pain/pelvic, dysmenorrhea, abdominal pain, bleeding: general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified): result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: chronic pain/pelvic, dysmenorrhea (cramping), abdominal pain, general abnormal bleeding, weight gain, fatigue. Event outcome was added for the events: chronic pain /pelvic, dysmenorrhea, abdominal pain, weight gain, fatigue. Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.